Manufacturer narrative:
Evaluation of the returned jetd confirmed kinks in its proximal shaft. If the jetd is forcefully mishandled at an extreme angle during use, damage such as this may occur. During functional testing, the jetd was able to advance and retract through a demonstration neuron max without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: (B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd) and sheath. During the procedure, the physician made one pass using the jetd. On the second pass, the jetd kinked at the midshaft as the physician pulled it out. The procedure was completed using a new jetd and the same sheath. There was no report of an adverse effect to the patient.